Event description:
Type of procedure: posterior cervical fusion it was reported that on (B)(6) 2015, intra-op, during final tightening, the final set screw on the head to head crosslink was being tightened and the inner set screw head sheared off. The doctor was unable to remove the inner set screw and unable to place a crosslink. The fragment of the set screw remained in the patient. The product also broke but no fragment of the product remained in the patient. All the products came in contact with the patient.

Manufacturer narrative:
(B)(4): visually confirmed the mas connector is broken at approximately the base of the connector hex head. The bottom portion of the implant was missing and not returned for analysis. Optical examination of the thread form did not identify thread damage on the returned portion of the implant. Optical examination of the fracture surface appears to emanate from the root of the internal thread tooth outward, is roughly parallel with the tooth angulation, with evidence of linear shear lines on the fracture surface. The location of the fracture at the base of the connector head, the fracture surface angulation relative to the thread axis, absence of thread damage and direction of shear lines are consistent with torsional overload.